Event description:
During a coronary drug eluting stenting treating procedure, one device had labeling discrepancies between the outer box package and the inner pouch/actual product. The outer box was labeled taxus express2 2.5x16 mm stent and the inner pouch/actual product was labeled taxus express2 2.5 x 24 mm stent. Consequently, the taxus stent never touched the pt and was not used. The physician successfully completed the procedure with another taxus express2 2.5 x 16 mm stent. No pt/injuries or complications were reported. Pt status is reported as "satisfactory/good."